Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, customer was not removing air from the cartridges during the load sequence process. Tandem technical support educated customer on the proper load techniques. The customer changed the supplies to address the issue and insulin delivery was resumed.